Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator in (B)(6) on 29-jan-2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on 24-feb-2010 which qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(4). The patient's medical history included 5 children, one cesarean section, curettage and menstrual pain. She used combined pills as contraceptive. Her last menstrual period was on (B)(6)-2010. On (B)(6)-2010, essure (fallopian tube occlusion insert) was inserted for permanent sterilization without anesthesia. Nsaid (nonsteroidal anti-inflammatory drug) was used as premedication and a uterine distension was done; there was synechiae in uterine cavity. Only the right side ostium was visible. The insertion of catheter was not easy due to pre-ostial obstacle. Patient experienced pain during procedure. After insertion, she used combined pill as contraception. Plain abdomen x-ray was done at same day of insertion and showed the inserts were not symmetric; the position of left insert was doubtful and it had a wrap form. Right insert was in good position. Investigator considered the final result of the procedure as a failure as insert folded up in the fallopian tube (insert wrapped). On (B)(6)-2010, patient had pain/cramps as postoperative effects. On the same date, a tubal ligation was done by celioscopy after left insert was removed. Ptc investigation result received on 02-apr-2015 ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6)-2015 for the following (B)(4) preferred term: device physical property issue. (B)(6). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study. She had a difficult essure (fallopian tube occlusion insert) insertion and a x-ray, performed immediately after the procedure, revealed left insert had a wrap form, investigator stated it folded up in the fallopian tube. A celioscopy was performed and this device was removed. The reported event, regarded as device shape alteration, is listed according to essure's reference safety information and was considered serious due to medical importance. In this particular case, patient had uterine synechiae which may have contributed to the reported insertion difficulty and device folding. Nevertheless, considering the reported event occurred in association with essure placement causality with the suspect insert cannot be excluded. Since an intervention was required for device removal, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.